Manufacturer narrative:
Only a very limited amount of information was able to be obtained from the customer site, as described in this report. The internal immucor report number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer reported an unexpected abo mistype on a galileo echo instrument.